Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, stent damage occurred. The 99% stenosed, severely calcified target lesion was located in the severely tortuous posterolateral left circumflex (cx). The lesion was pre-dilated with a non-bsc balloon (size unk). Next, a taxus liberte paclitaxel-eluting coronary stent 2.50x16mm was advanced, but it was not possible to cross the lesion. Eventually, it was noted a stent strut was lifted up. The procedure was completed with another of the same device. No pt complications were reported and the pt status was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural failures. (B)(4).